Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report: 3005168196-2019-01101 and are being corrected on this follow-up #01 MFR report: 3005168196-2019-01101. Results: the pump housing was opened, and further inspection revealed frayed power wires leading to the pump. Conclusions: evaluation of the returned engine revealed a fully functional device. The engine was able to power on and achieve vacuum pressure within specification with all four lights illuminating. Further evaluation revealed some fraying on wires leading to the vacuum unit. This did not affect pump performance during functional testing; therefore, the fraying was likely incidental to the reported complaint. The reported complaint was unable to be confirmed. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure using a penumbra engine (engine), the physician reported that the engine was not functioning and would not turn on. The issue with the engine was found prior to use and therefore the engine was not used in the procedure. The procedure was completed using a pump max.